Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during the load process. In addition, the customer received a minimum fill message. Reportedly, the cartridge was filled with 100 units of insulin. Customer reported blood glucose level as 179 (mg/dl). The customer added more insulin to the cartridge and was able to successfully complete the load process.